Event description:
Health care professional reports three blood leaks noted into the dialysate compartment during pt treatment. The dialyzer and lines were replaced and the treatments were continued without incident. Estimated blood loss "+200cc." All dialyzers were reused 6 times. No reports of fiber leak occurred with initial 5 uses of dialyzers. Health care professional noted that the water pressure going into the dialyzers during reprocessing may have been too high; he has recently turned the "ro psi" down to 15-20 and there has been no repeat of this type of report.